Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of broken was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was a cascade failure from a 803:07 failure code. No repairs are required to correct this condition. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and revealed that the device was processed and passed protocol (B)(4) for installing the pump head module.

Event description:
The facility reported a colleague infusion pump with a malfunction of "broken". This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The software version is currently unknown. No additional information is available.